Event description:
The pt was implanted with a left ventricular assist device (lvad) and it was reported that the plastic connection on the percutaneous electrical lead on the lvad had seperated exposing wires. The device stopped intermittently, but began functioning again once the seperated lead was pushed back together and immobilized. The cardiovascular nurse had contacted the manufacturer to come out to do a percutaneous lead repair.